Event description:
It was reported that the centrimag console had an m5 error code with speed dropping from 5400 rpm to 4900 rpm and was unable to adjust the speed. The console and motor will be evaluated. No additional information provided. Related manufacturer report number MFR # 3003306248-2021-05708.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Death occurred while in centrimag therapy and was reported under MFR# 3003306248-2021-05708. Manufacturer's investigation conclusion: the reported event of an m5: set speed not reached alarm was confirmed; however, the returned centrimag console (serial number (B)(6)) was determined to have been unrelated to the cause of the event. The returned console was received at the service depot. The console was functionally tested and was found to perform as intended, and the serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was determined to have been an issue with the returned centrimag motor (serial number (B)(6)) and has been addressed via the motor¿s investigation. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.